Event description:
It was reported that during implant of the right atrial (ra) lead there was no sensing or pacing with the analyzer. There were also no fluctuations in sensing even at the most sensitive values. It was noted that the helix was not extended. The physician suspected a lead issue and requested a new lead, however the second lead also showed no pacing or sensing fluctuations. After extending the helix the sensing and pacing values were acceptable. It was suspected that the patient had a ¿fatty¿ heart. The second lead remained implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).